Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, during an unknown procedure the needle became twisted, and the synream reaming guide remained stuck in the nail. The surgeon had to remove the entire system and cut the tip of the guide for extraction. The drill was damaged when trying to break the bone to remove the guide. No further information provided. This report is for one (1) unknown nail this is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative. This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.